Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error, keypad anomaly and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The test p-cap locks properly in place in the reservoir compartment noted. Device received with moisture damage on the motor, battery tube, vibrator and keypad assembly noted. Device received with cracked case behind the pump at the battery compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they received the open book image on the insulin pump screen. Customer stated that keypad of insulin pump was unresponsive. Customer stated that there was crack at battery compartment. Customer stated that retainer ring was not damaged. Customer stated that there was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.